Event description:
Same case as: 6000093-2007-00570. Per maude event report attached. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. "Three 3.5 mm taxus express2 drug eluting stents were placed in the pt in 2005 for acute coronary syndrome (acs). Plavix discontinued after one full year of use. No gaps, to my knowledge. Pt suffered acute myocardial infarction (mi) while on vacation, about two weeks after plavix stopped. Acute cath showed thrombotic restenosis of 2/3 stents. Treatment with balloon percutaneous transluminal coronary angioplasty (ptca) restored flow, troponin rise about 10. No complications thereafter." Attempts made to obtain additional info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.